Event description:
Additional information received indicates the patient's ipg was explanted.

Manufacturer narrative:
Date of the event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported after receiving the "replace generator. The generator has reached the end of service" message, stimulation was lost. A field representative met with the patient and was unable to connect to the ipg. Surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.